Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report received uterine balloon tamponade (bakri). The subject of this report is a (B)(6) woman, race reported as black, first pregnancy with no significant medical history. On(B)(6) 2021, she presented for an induction at 25.3 weeks. She had a vaginal delivery on (B)(6) 2021. On admission, her height was noted as 170.2 cm, weight (B)(6) , bmi 34.14, and hemoglobin (hgb) 10.5 g/dl. Her hgb at discharge was noted at 9 g/dl. She received an epidural for delivery and oxytocin for an unknown amount of time following delivery. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received carboprost (2 doses), txa (1 dose), and methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as 2803 ml, which is severe pph. Jada treatment was initiated on 08/06/2021. The total in-dwelling time for jada was not reported and the total amount of blood collected in the canister during jada treatment was documented as 300 ml. The patient received methergine (1 dose) after jada treatment was initiated. The patient received one unit of red blood cells, two units of fresh frozen plasma, and one unit of cryoprecipitate during jada treatment. Following the initiation of jada treatment, the jada device was removed, and the patient was treated with uterine balloon tamponade (bakri) and uterine/vaginal packing to treat "bleeding around the vagina." The patient received postpartum antibiotics (unasyn) which was indicated for use following bakri and vaginal packing. The total blood loss for this case was 2943ml. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no".

Manufacturer narrative:
The lot number is not available for this event. A request was sent to site for lot number, this site does not record jada device lot numbers. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. Per the jada system IFU: "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding" and "the safety and effectiveness of the jada system in delivery at a gestational age < 34 weeks or, if multiples, uterus judged < 34 weeks size, have not been established." Death/serious injury: the serious injury in this case was the medical interventions of antibiotic and uterotonic administration, blood products, ubt/bakri, and vaginal/uterine packing after jada treatment. The previously noted medical and surgical interventions were performed to treat a life-threatening condition and/or to preclude permanent impairment of a body function or permanent damage to a body structure. This condition pre-existed the use of jada. Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalation of care consisting of uterine balloon tamponade (bakri balloon) and uterine/vaginal packing to preclude permanent body damage/impairment cannot be excluded. Hence the company will report this case as a serious injury MDR.